Manufacturer narrative:
Field service engineer (fse) confirmed complaint and connected a new dvi cable, and the table image corrected. Table monitor was ok, but control room monitor colors were wrong. Fse replaced the control monitor dvi cable and this corrected the colors. Fse also replaced the nexus vib board, graphics card and loopback cable as a preventative measure to eliminate the possibility that these may have had intermittent problems. Fse observed cases and there were no problems. The unit was checked for proper operation per checklist and service manuals. Returned the unit to full service.

Event description:
Customer reports at the end of a urology procedure the system had an artifact (green pixelation) on the fluoro monitor that did not allow them to obtain their last retrograde fluoro run. The procedure was completed by doing a portable film on the side at the end of the procedure. No reported injury.